Manufacturer narrative:
Device returned to manufacturer: returned product consisted of a watchman flx delivery system with the implant outside the sheath and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks to the sheath and the tip was damaged. There were striations on the inside of the sheath at the distal end, which are consistent with recapturing an implant. The implant was inspected and there was no damage to the struts or anchors. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported difficulty recapturing the implant.

Event description:
It was reported that the device had been difficult to recapture. The 35mm watchman flx device had been deployed several times in an effort to meet the release criteria. It was indicated that the device struts became inverted during recapture due to large amounts of torque on the watchman access system (was). The closure device was difficult to recapture. It was noted that the was may have been advanced before beginning the recapture process, which may have complicated the recapture. There were five full recaptures and four partial recaptures performed. The closure device was removed and the procedure was completed with a different device without further issue. There were no patient complications.

Event description:
It was reported that the device had been difficult to recapture. The 35mm watchman flx device had been deployed several times in an effort to meet the release criteria. It was indicated that the device struts became inverted during recapture due to large amounts of torque on the watchman access system (was). The closure device was difficult to recapture. It was noted that the was may have been advanced before beginning the recapture process, which may have complicated the recapture. There were five full recaptures and four partial recaptures performed. The closure device was removed and the procedure was completed with a different device without further issue. There were no patient complications.